Event description:
Reporter indicated a vns patient was having increased drop seizures, but it was not known when this began. It was not known if the patient had more than one seizure type that was increased. The vns generator was not at end of service, and all diagnostics indicated normal device function. The reporter does not know what to attribute the seizure increase to. The level of the seizure increase was not provided, but the reporter stated vns has been very helpful for the patient's seizures. The vns magnet on time was increased from 14 seconds to 60 seconds as an intervention; not to preclude a serious injury. No causal or contributory vns programming changes, medication changes, or other external factors preceded the onset of the seizure increase. The patient had prophylactic vns generator replacement surgery performed on (B)(6) 2012. Attempts for return of the explanted generator are in progress.

Event description:
Manufacturer follow up with the hospital revealed the explanted vns generator was not retrievable.